Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported knot and unintended movement of clip open while locked. The reported resistance while removing the lock line appears to be due to the reported knot. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted. To further reduce tr, an additional xtw clip was inserted and placed on the tricuspid valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove as there was a knot on the ll. Troubleshooting was performed and the clip was able to be deployed. However, after deployment, the clip opened to roughly 60 degrees. It was noted the clip remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.